Event description:
It was reported that the threads of an aleutian an inserter broke off inside the aleutian an coronal inserter outer shaft/handle post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Manufacturer narrative:
The device was observed to have a tip fracture. The fracture surface indicated application off axis load along with an excessive torsional force. Complaint history records were reviewed for this catalog number, no adverse trends were identified. The most likely cause of the event is application of excessive torsional and cantilever force on the device resulting in fracture.

Event description:
It was reported that the threads of an aleutian an inserter broke off inside the aleutian an coronal inserter outer shaft/handle post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.